Event description:
It was reported that a pump failed the preventive maintenance flow rate test. The device was programmed to deliver 40ml at a rate of 200ml/hr, the customer stated that the pump delivered between 44ml and 46ml. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure with the unit passing. Add'l flow rate testing found flow rate inaccuracies of approx -5%.